Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). It was reported, that the reason for call, was patient reported, they were getting inconsistent stimulation to their neck and arm. Patient said, the issue started off and on for probably about 6 months. Patient also said, their pain had been slowly increasing and they had been having abnormal pain. About 6 months ago, patient had to ease back on all their treatments. Patient thought, it was all just them, but their pain kept increasing. Yesterday, patient said, one portion of their arm wasn't getting stimulation and it was surging up into their head. Patient mentioned, sometimes when they have tight muscles it does random things like that. And the therapy helps, but it's been more sporadic. The patient was redirected to their healthcare provider to further address the issue. Agent sent an email to the field for visibility. Pt called back from number registered repeating they were having intermittent issues with therapy and wanted to meet with a rep to check on their settings/leads. Patient said, they hadn't heard from anyone yet, after their last call (in this case).